Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the impactor was used to impact the all poly tibia. As the tibia was being impacted, both of the anterior tabs of the impactor broke. The broken pieces were found and accounted for and a different impactor was used to finish with the impaction of the implant. Additional information was received 03 dec 2021 at 8:10 pm stating - with regards to this, please confirm if any of the following information is available: did it break into 2 or more pieces? It broke into two pieces. Both anterior tabs broke. Please provide valid lot number for attune apt impactor sz 6-8, (254491003). (B)(4) or (10)az314333. Please verify if the product is available for return or not? The product is available to ship.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.